Event description:
It was reported during an ablation procedure the irrigation port of a cool path duo ablation catheter broke. The case has been completed with a new catheter. There were no adverse consequences to the pt. Additional info was requested but not available.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification cannot be determined as the device was not returned.